Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm and there was a delay in clearing the altitude alarm. Reportedly, the customer was at the swimming pool. During follow up with tandem technical support, the customer stated there was a delay in clearing the alarm, however was able to clear the alarm. The customer's blood glucose was impacted (438 mg/dl) and had delivered a bolus on the pump to address bg level.